Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading with the abbott diabetes care (adc) device when compared to unspecified reading(s) from a healthcare professional meter. The customer reported high sensor readings of 309 mg/dl, 322 mg/dl, 402 mg/dl, 384 mg/dl, 380 mg/dl, and 452 mg/dl and self-treated with "fast acting" insulin (type/does unspecified). As a result, customer experienced unspecified symptoms and went to the emergency room (ER), where they were diagnosed with hypoglycemia and treated with intravenous glucose (type/does unspecified) by a healthcare professional. There was no report of death or permanent injury associated with this event.